Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a maude event was found that states: "patient presented for an office visit and labs on monday, (B)(6). The patient's potassium level was 2.5, and doctor ordered a 20meq infusion over two hours. Rn pulled the medication from the pyxis and programmed the pump using the alaris drug library for a two-hour infusion. While the primary rn was at lunch, a covering nurse checked on the patient due to complaints of burning at the IV site. It was discovered that the entire 100ml had infused over approximately 20 minutes instead of the programmed two hours. Md was notified, and frequent vital signs were monitored. The patient reported that his arm felt bruised and was provided with home IV care instructions. Pharmacist reviewed the pump's programmed information using the serial number. The data confirmed that the nurse programmed the pump correctly. However, the pump recorded only 17.5ml as being infused during that 21-minute period. Pharmacist concluded that this was not a programming error. The potassium bag drip rate was infusing extremely fast and was not dripping at the rate that the pump was programmed. The pump has been sequestered, and a ticket was placed with biotech team. Biotech picked up the pump and channel on (B)(6) and is aware of the drip rate issue. Biomed indicated that pumps involved in safety events are sent directly to bd for further analysis. Bd alaris pump tubing was used for this infusion. Potassium level of 2.5 prompted physician to order 20meq of potassium chloride in 100ml of normal saline to infuse over 2 hours. Malfunction with the alaris pump caused infusion to infuse over 20 minutes instead of 2 hours.¿

Manufacturer narrative:
Omit: f24 - insufficient health impact information. Correction: describe event or problem. Additional information: imdrf annex f code. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a maude event was found that states: "patient presented for an office visit and labs on monday, (B)(6). The patient's potassium level was 2.5, and doctor ordered a 20meq infusion over two hours. Rn pulled the medication from the pyxis and programmed the pump using the alaris drug library for a two-hour infusion. While the primary rn was at lunch, a covering nurse checked on the patient due to complaints of burning at the IV site. It was discovered that the entire 100ml had infused over approximately 20 minutes instead of the programmed two hours. Md was notified, and frequent vital signs were monitored. The patient reported that his arm felt bruised and was provided with home IV care instructions. Pharmacist reviewed the pump's programmed information using the serial number. The data confirmed that the nurse programmed the pump correctly. However, the pump recorded only 17.5ml as being infused during that 21-minute period. Pharmacist concluded that this was not a programming error. The potassium bag drip rate was infusing extremely fast and was not dripping at the rate that the pump was programmed. The pump has been sequestered, and a ticket was placed with biotech team. Biotech picked up the pump and channel on (B)(6) and is aware of the drip rate issue. Biomed indicated that pumps involved in safety events are sent directly to bd for further analysis. Bd alaris pump tubing was used for this infusion. Potassium level of 2.5 prompted physician to order 20meq of potassium chloride in 100ml of normal saline to infuse over 2 hours. Malfunction with the alaris pump caused infusion to infuse over 20 minutes instead of 2 hours.¿ after a site visit, bd learned the following additional information. The rn administered a potassium IV infusion obtained from pyxis as a secondary infusion. The patient was ordered a total of 40 meq potassium, to be given as two pre-mixed 20 meq/100 ml ns bags. Pre-mixed bags were used due to time constraints related to the patient¿s limited infusion chair availability. The patient had a peripheral IV, and standard secondary infusion tubing and an alaris pump were used. During the first potassium bag, the rn programmed the pump, observed drops in the secondary chamber, and left for lunch. While they were away, the patient reported burning at the IV site. Assessment revealed redness, and it was discovered that the potassium infused over 20 minutes instead of the ordered 2 hours, with no pump alarms triggering. The physician was notified, the patient was monitored for two hours with frequent vital signs, and the potassium protocol for IV site management was followed. The physician assessed the patient at the bedside, and no harm or additional testing was required. After monitoring was completed, the second potassium bag was initiated using a new secondary set and the same primary set. The nurse observed the infusion running too quickly again despite correct programming. After unsuccessful attempts to reset the pump, the pharmacist and charge nurse confirmed the settings and setup were correct. The nurse then replaced the alaris pcu and pump module, transferred the IV sets, reprogrammed the infusion, and completed it without further issues. A clinical pharmacist was contacted to review the infusion data related to the event.

Manufacturer narrative:
Omit: (B)(4) - hypokalemia. Correction: PMA / 510(k)#. Additional information: imdrf annex e code and manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion of potassium was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a maude event was found that states: "patient presented for an office visit and labs on monday, (B)(6). The patient's potassium level was 2.5, and doctor ordered a 20meq infusion over two hours. Rn pulled the medication from the pyxis and programmed the pump using the alaris drug library for a two-hour infusion. While the primary rn was at lunch, a covering nurse checked on the patient due to complaints of burning at the IV site. It was discovered that the entire 100ml had infused over approximately 20 minutes instead of the programmed two hours. Md was notified, and frequent vital signs were monitored. The patient reported that his arm felt bruised and was provided with home IV care instructions. Pharmacist reviewed the pump's programmed information using the serial number. The data confirmed that the nurse programmed the pump correctly. However, the pump recorded only 17.5ml as being infused during that 21-minute period. Pharmacist concluded that this was not a programming error. The potassium bag drip rate was infusing extremely fast and was not dripping at the rate that the pump was programmed. The pump has been sequestered, and a ticket was placed with biotech team. Biotech picked up the pump and channel on (B)(6) and is aware of the drip rate issue. Biomed indicated that pumps involved in safety events are sent directly to bd for further analysis. Bd alaris pump tubing was used for this infusion. Potassium level of 2.5 prompted physician to order 20meq of potassium chloride in 100ml of normal saline to infuse over 2 hours. Malfunction with the alaris pump caused infusion to infuse over 20 minutes instead of 2 hours.¿

Event description:
It was reported that a maude event was found that states: "patient presented for an office visit and labs on monday, (B)(6). The patient's potassium level was 2.5, and doctor ordered a 20meq infusion over two hours. Rn pulled the medication from the pyxis and programmed the pump using the alaris drug library for a two-hour infusion. While the primary rn was at lunch, a covering nurse checked on the patient due to complaints of burning at the IV site. It was discovered that the entire 100ml had infused over approximately 20 minutes instead of the programmed two hours. Md was notified, and frequent vital signs were monitored. The patient reported that his arm felt bruised and was provided with home IV care instructions. Pharmacist reviewed the pump's programmed information using the serial number. The data confirmed that the nurse programmed the pump correctly. However, the pump recorded only 17.5ml as being infused during that 21-minute period. Pharmacist concluded that this was not a programming error. The potassium bag drip rate was infusing extremely fast and was not dripping at the rate that the pump was programmed. The pump has been sequestered, and a ticket was placed with biotech team. Biotech picked up the pump and channel on (B)(6) and is aware of the drip rate issue. Biomed indicated that pumps involved in safety events are sent directly to bd for further analysis. Bd alaris pump tubing was used for this infusion. Potassium level of 2.5 prompted physician to order 20meq of potassium chloride in 100ml of normal saline to infuse over 2 hours. Malfunction with the alaris pump caused infusion to infuse over 20 minutes instead of 2 hours.¿ after a site visit, bd learned the following additional information. The rn administered a potassium IV infusion obtained from pyxis as a secondary infusion. The patient was ordered a total of 40 meq potassium, to be given as two pre-mixed 20 meq/100 ml ns bags. Pre-mixed bags were used due to time constraints related to the patient¿s limited infusion chair availability. The patient had a peripheral IV, and standard secondary infusion tubing and an alaris pump were used. During the first potassium bag, the rn programmed the pump, observed drops in the secondary chamber, and left for lunch. While they were away, the patient reported burning at the IV site. Assessment revealed redness, and it was discovered that the potassium infused over 20 minutes instead of the ordered 2 hours, with no pump alarms triggering. The physician was notified, the patient was monitored for two hours with frequent vital signs, and the potassium protocol for IV site management was followed. The physician assessed the patient at the bedside, and no harm or additional testing was required. After monitoring was completed, the second potassium bag was initiated using a new secondary set and the same primary set. The nurse observed the infusion running too quickly again despite correct programming. After unsuccessful attempts to reset the pump, the pharmacist and charge nurse confirmed the settings and setup were correct. The nurse then replaced the alaris pcu and pump module, transferred the IV sets, reprogrammed the infusion, and completed it without further issues. A clinical pharmacist was contacted to review the infusion data related to the event.

Manufacturer narrative:
Correction: date received by manufacturer. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.